Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's charger/modem was not powering on. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, the power brick was defective. The cause of the inability to power on is the defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.